Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 15.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. An attempt to reposition the lens failed because the doctor could not rotate the lens. Therefore, the lens was explanted and replaced with a zma00 14.5 diopter lens. No additional information was provided.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.